Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose levels. Blood glucose level at the time of the incident was in the 230 mg/dl range. Blood glucose in the morning before the call was 338 mg/dl and 251 mg/dl at the time of the call. Customer was treating with carbohydrates. The customer saw their healthcare provider and adjusted the basal. Customer then started having lows in the 30s, 40s and 50s. Customer also reported getting a no delivery alarm and weak battery alarm. Customer was assisted with troubleshooting but declined to perform high pressure test. The insulin pump was not replaced or returned for analysis. The infusion set and reservoir will not be returning.